Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic bent during loading. It was stated that the doctor did not notice until the lens was inserted into the patient's right eye and was then removed. It was stated that there was an incision enlargement and that the outcome did not significantly interfere with activities of daily life. No further information was provided.

Manufacturer narrative:
The manufacturing records for the intraocular lens were reviewed. The review showed that the product was manufactured within specifications. There were no associated deviations or non-conformity reports in the manufacturing record review. The review of the materials/process manufacturing instructions in the change control system revealed that the product was manufactured as required. The product was manufactured according the specifications. A historical complaint review did not identify an adverse trend. The intraocular lens was returned to the manufacturing site for investigation. The sample was inspected at 10x microscope magnification. The sample was visually inspected and viscoelastic residue and an optic crack were observed on the lens. One of the haptics was observed detached, and the other haptic was observed bent. Manufacturing defects were not identified in the returned sample lens. The customer's reported complaint was verified. There were no manufacturing issues and/or an indication of a product quality deficiency based on the analysis of the returned lens. The cause of the complaint could not be determined. The directions for use provide the customer with information on the proper handling of the lens during use. All pertinent information available to abbott medical optics has been submitted.